Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5143515, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5154304, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) system replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) system replacement procedure. Additional information was received that the patient was doing well post operatively and the explanted device will not be return due facility policy.